Event description:
It was reported that a patient experienced a low blood glucose event measured at 59 mg/dl and treated with oral glucose tablets, after which glucose levels rose and trended into hyperglycemia. Symptoms included hypoglycemia requiring carbohydrate treatment. Outcomes included transient symptomatic hypoglycemia followed by hyperglycemia without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.